Event description:
The surgeon reported that during the procedure, the eye collapsed due to inadequate flow from the irrigation fluid. As a result, additional surgical procedure were required. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.